Event description:
It was reported that the patient experienced increased pain and inadequate pain relief. It was also noted that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.